Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. The instrument also had a broken conductor wire within the bipolar yaw pulley, and failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. There were no signs of thermal damage observed. Additionally, localized melting was noted near the grip base of the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery, and electrical continuity tests. The instrument moved intuitively with the full range of motion in all directions and the grips opened and closed properly.